Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 21st december 2016. Upon receipt, the device could not be powered on via the on/off button, confirming the reported fault. The investigation revealed insects within the device, which had entered via the speaker and had deposited silicon from the speaker across the pcba and the membrane tail. The insects on the membrane tail resulted in a high resistance on the on_button line of the membrane tail and hence the malfunction of the on/off button. The fault could not be replicated with a known good membrane installed. This would confirm the failure of the returned membrane due to insect inhabitancy on the membrane tail. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device does not switch on. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device does not switch on. No patient involved.